Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since the customer started using the pump for therapy, the customer experienced fluctuating blood glucose (bg) levels in the 400's (mg/dl) with the lowest bg level of 29 mg/dl. To address the bg level, the customer delivered a correction bolus and a manual injection. To treat the low bg level, the customer consumes juice. Reportedly, the customer has experienced fluctuating bg levels since being diagnosed as a diabetic. Additionally, the customer stated that the pump settings need to be adjusted by the customer's health care provider. Subsequently, the contact described the fluctuating bg levels to "being a teenager", and was unrelated to the pump performance or supplies. The contact declined to discuss the issues and confirmed that the pump and supplies were operating as intended.